Event description:
Pt implanted into the vermilion borders, oral commissures and nasolabial folds 11/07/1997. Onset of infection in perioral area and fever 03/03/1998. Pt treated 03/20/1998 with neosporin in and keflex. Implant explanted 03/30/1998 and pt treated with warm compresses and keflex.